Event description:
It was reported that a 74 yr old pt experienced hypotension during a transfusion of platelets through the device.

Manufacturer narrative:
Device was not returned. Unless substantially significant info becomes available, this constitutes a final report. Analysis: signs & symptoms of this & two (2) other transfusion reactions that were described for this pt coincide with many of those known to be associated with anaphylactoid or immediate generalized reaction. Immediate generalized reactions have been associated with pt sensitivity to plasma constituents which accompany platelets during infusion, in such platelet preparations as contain plasma. It has been reported that washing of platelets would prevent some allergic, but not febrile, reactions. Causes of immediate generalized reactions include: 1. Bacterial or endotoxin contamination in one or more units of pc in sequential administrations. Various estimates have been made concerning incidence of such contamination, ranging from 0.05% to 10% of all platelet pools. 2. An immunologically mediated event. Anaphylaxis has been reported as a result of transfusion of hla incompatible pc to sensitized recipient, & secondary to transfusion of specific complement degradation products (ie c4d) to individuals lacking the chido or rogers blood group antigens. Five percent of population is theoretically at risk for this phenomenon & it is directly dependent on total quantity of plasma infused. 3. Infusion of activated platelets. Activated platelets have been associated with adult respiratory distress syndrome, dyspnea, hypoxia, & shock. 4. Previous administration of emetogenic medication can increase level of recipient's serotonin, add'l to serotonin load from transfused platelets. This had potential for severe hypotensive effects. In case reported, pt was being administered chemotherapy, although specific agents were not identified. 5. Ehylene oxide (eto) residuals have been reported to be a potential source of such reactions. Implicated device was not sterilized with eto. 6. A cytokine induced inflammatory response. It is known that cytokines, including ilq1 and 6 tnf and paf, progressively accumulate in stored platelet concentrate (pc). Levels are directly related to white blood count content during storage and storage time. Symptoms resulting from infusion of these substances included shock, gastrointestine disturbances, vasomotor instability, flushing, and pulmonary dysfunction. These symptoms are particularly likely to occur if the recipient is further challenged with endogenous boluses of endotoxin. 7. In one study of platelet trnasfusions, an incidence of 5% hypotensive reactions was observed wtih plasma depleted pc, 2% in leukodepleted pc with a device model similar to implicated device. 27% of these hypotensive reactions had coincident symptoms other than hypotension. Hypotension in this report was defined as drop of mt 30mmhg systolic & 10mmhg diastolic.